Manufacturer narrative:
Act and arrow buttons did not respond due to corroded keypad traces. Unable to perform self test and displacement test due to button keypad anomaly. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error. Customer was at the playing soccer and the insulin pump could have been exposed to moisture that led to button error. Button error troubleshooting was performed and confirmed that time is advancing. Customer had experienced a high blood glucose of 400 mg/dl and declined troubleshooting. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The information provided in section was incorrect with the initial report. The correct information has been provided with this report.